Event description:
It was reported that during preparation for a coronary stenting treatment procedure, a stent dislodgement occurred. The 90% stenosed lesion was located in a non calcified and non tortuous proximal circumflex artery. When the 4.50x12mm liberte' bare metal stent delivery system was placed inside the pt, it was noted that the stent was not on the balloon. The stent was found on the stylet. The stent had stripped off of the balloon catheter during preparation and had never entered the body. The procedure was completed with another liberte' bare metal stent. No pt injuries or complications occurred. Pt status is satisfactory.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.